Event description:
A caller reported a power source alert while using the tandem charging cable and wall adapter. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, remaining within a safe range. The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, after which the pump began charging and no further assistance was required.